Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 76 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. No button error alarm noted. Up arrow button did not respond due to corroded keypad trace. Pump was monitored in 2 days and had no blank display noted. Pump received with minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.